Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt reported for the last 3-4 weeks the left leg will all the sudden start shaking and it will go out from under him. Pt thinks the lead wires might have moved / shifted causing this to occur pt stated these episodes do not happen all the time and it only on effects the left side. Pt thinks it is odd because his ins is programmed for the left side. Pt described episodes more stating the left leg starts shaking and he looses all strength in the leg and there is no pain involved. Pt stated he has turned therapy off for the past 2 weeks and the episodes are still happening. It was suggested that the pt consult with his hcp to have the ins / leads checked.